Manufacturer narrative:
The reported event could be confirmed as the surgeon provided a pathology lab result after the surgery, which showed samples from the explant devices and tissues were tested. Moreover, the sales rep confirmed the receiving and sending of the explant devices to stryker. The patient was presented to the surgeon after additional surgery with the pain and infection symptoms, and the surgeon decided to remove the devices. E patient had a trauma, and her discomfort had started after that. The surgeon reported screw loosening, infection symptoms, and low bone quality.

Event description:
It was reported there will be a revision surgery performed to revise the right tmj devices.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported there will be a revision surgery performed to revise the right tmj devices.